Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 console. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the arterial pump stopped during the procedure due to an e13 error. The perfusionist hand cranked the pump to maintain blood flow to the pt. After the pump was power cycled, it started to work and the case continued without any further issues. There were no pt consequences due to the incident. A sorin svc rep was dispatched to the site to evaluate the pump. The reported problem could not be reproduced. Sorin group (B)(4) is currently conducting an investigation. A f/u report will be filed when the investigation is complete. There was no report of pt injury. The instructions for use describe how to safely hand crank the pump to start, continue or conclude a procedure in the event of a pump stoppage. The facility has filed a report with the country's competent authority. This medwatch report is being filed as a result of this action.

Event description:
Sorin group (B)(4) received a report that the arterial pump stopped during the procedure due to an e13 error. The perfusionist hand cranked the pump to maintain blood flow to the pt. After the pump was power cycled, it started to work and the case continued without any further issues. There were no pt consequences due to the incident.